Event description:
The account alleges that when attempting to take biopsies the biopsy device did not fire and did not collect a sample. Either won't retract or will retract but will not take a sample. No patient injury to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.